Event description:
Complainant alleged that while monitoring a patient, the device advised shock for what clinicians believed was a pulseless electric rhythm (pea) rhythm. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.